Event description:
Patient was being ventilated for transport to the hospital. Unit stopped ventilating; screen went black and unit rebooted.what was the original intended procedure?stabilize and ventilate patient for transport to hospital.